Event description:
It was reported that this left ventricular (lv) lead had high out of range pace impedance measurements that were greater than 3000 ohms. The pace impedances were up for a few days, then it went back down. Impedances have been at about 500 ohms for several months after. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.